Manufacturer narrative:
There is no known patient involvement. PMA 510(k): the heater-cooler device 16-02-80 is not distributed in the USA. However, it is similar to the heater-cooler device 16-02-85, which is distributed in the USA (510(k) number: k052601). Recall number: livanova implemented a field safety notice for disinfection and cleaning of livanova heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). Through follow-up communication with the customer, livanova (B)(4) confirmed that there are no known patient infections related to the reported contamination. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The investigation is on-going. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that mycobacterium chimaera was cultured from water samples taken from the heater-cooler system 3t during maintenance. There is no known patient involvement.